Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 software investigation completed. Findings are that the reported issue was caused by poor fiducial placement. Software is functioning as designed.

Event description:
A medtronic representative reported that, while in a cranial procedure, a tumor resection, poor fiducial placement was resulted in inaccurate navigation. Surgeon acknowledged inaccuracy prior to incision and opted to proceed with caution. No further details were provided. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information now provided. Mfg date now provided. Imaging protocol instructions provided with this device provide guidance on proper fiducial marker placement.

Manufacturer narrative:
A medtronic representative clarified that fiducial training was provided to both physicians on the same day of the event. Delay to the case was 5-10 min. An exact amount of the alleged inaccuracy was not provided.